Event description:
It was reported that prior to an unk procedure, the handpiece came back from sterilization cracked in the middle. The handpiece has not been used as such. It has been tested ok. No further details provided about the sterilization process. No pt consequence.

Manufacturer narrative:
Date sent: 08/04/2008. Eval summary: the hand piece was returned with the nose cone cracked and a loose mount. The hand piece was disassembled and moisture ingress and a torn isolator were found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.